Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, the patient¿s cgm device displayed ¿high¿ glucose readings. The patient did not have access to a bg meter for comparison at that time but reported feeling dizzy and sweaty. In response, the patient self-administered an insulin injection as part of routine diabetes management. Approximately 15 minutes later, the patient lost consciousness while sitting on the couch. The patient¿s mother contacted emergency medical services (ems). Upon ems arrival, the patient¿s bg meter reading was 50 mg/dl, and the cgm was no longer providing readings. The patient was treated with IV glucose and regained consciousness a few minutes after treatment. The patient remained at home and was not transported to the emergency room. At the time of this report, the patient was reported to be stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.